Manufacturer narrative:
Tandem t:slim user guide states, "always make sure that the correct time and date are set on your system. When editing time, always check that the am/pm setting is accurate. Am is to be used from midnight until 11:59 am. Pm is to be used from noon until 11:59 pm. Not having the correct time and date setting may affect safe insulin delivery". No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that when the customer input a carbohydrates value of 50 grams into the bolus tab, the pump calculated a bolus request of 10 units instead of the 5 units that the customer expected to see. Reportedly, the customer's health care provider (hcp) input a temporary 6 a.m. Time segment onto the pump with a carb ratio of 1u:5g instead of the customer's typical carb ratio of 1u:10g. The customer believed that the time segment would be automatically deleted but determined that hcp wanted the customer to delete the time segment. Tandem technical support assisted the customer with the requested changes. The customer reported a blood glucose level of 300 mg/dl, which was addressed with a correction bolus. Reportedly, the elevated bg level was due to the customer taking steroids for hematoma, and declined troubleshooting. Additionally, the customer reported that the pump time was inaccurate. Reportedly, during the time of the call, the pump time was showing 9:16 p.m. On (B)(6) 2016; however, the actual time was 4:16 p.m. On (B)(6) 2016. At the time of the call, the customer's insulin on board (iob) was showing 7.26 units with time remaining of 2 hours and 40 minutes. Reportedly, the customer did not know when the time and date became inaccurate but stated that it may have been accidentally done by hcp. Tandem technical support assisted the customer with adjusting to the accurate time and date on the pump. Although requested, no further information was provided on the reported event.